Manufacturer narrative:
The sonicare premium gum care brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained about bristles falling off. No injury reported.